Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error during a manual prime. The customer did not know the blood glucose reading. He also observed a no delivery alarm which occurred during a basal attempt. He stated that he replaced the battery and tried to get the device to restart, but the insulin pump alarmed no delivery again. He noted that after about 10 attempts to resolve the issue, he received the motor error. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.